Manufacturer narrative:
The foreign matter on the needle shield appears consistent with falling on a dirty floor. The mixture of colors of the fibers are not consistent with a polyester material used within the canaan manufacturing plant. Based upon the verbatim and the photos provided the condition observed cannot be confirmed to have originated at the manufacturing plant. We will continue monitoring the complaint trend for the product and symptom. Batch 3164164 is considered in compliance with our product specification requirements.

Event description:
Customer's qc results for this complaint identified polyester within the fluid path of the affected sample. Can bd provide information if polyester is used anywhere in your manufacturing process? Changed to: material # 309628. Batch # 3164164. It was reported by customer that the syringe plunger having a piece that is coming off of the plunger inside of it. Rcc received a complaint via email. The reporter, who is the hcp, stated, ¿the syringe plunger having a piece that is coming off of the plunger inside of it.¿. Catalog #: 309628. Lot #: 3164164. Additional information received on 05feb: can you please provide an exact date of event in mm-dd-yyyy format? 02jan2025. When was this defect observed? During or before use? Unknown. What was the impact to the patient? Unknown. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details n/a. Is there any sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? A photograph with the reported defect was provided in the request. Sample will not be forwarded at this time. New information and ftir result from customer available: customer's qc results for this complaint identified polyester within the fluid path of the affected sample. Can bd provide information if polyester is used anywhere in your manufacturing process?

Manufacturer narrative:
(B)(4)- supplemental MDR - foreign matter. One photo was provided to our quality team for investigation. The photo is a close-up image of one loose syringe with an unknown black particulate in the syringe. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3164164. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Material # 309628 batch # 3164164. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. The reporter, who is the hcp, stated, ¿the syringe plunger having a piece that is coming off of the plunger inside of it.¿ catalog #: 309628 lot #: 3164164. Additional information provided: customer response on 05feb. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 02jan2025, 2. When was this defect observed? During or before use? Unknown, 3. What was the impact to the patient? Unknown, 4. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details n/a. 5. Is there any sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? A photograph with the reported defect was provided in the request. Sample will not be forwarded at this time

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.